Event description:
Boston scientific received information that the patient with this device was seen during a routine in-office follow-up; during interrogation the programmer displayed a fault code. System diagnostics confirmed a remaining battery longevity at 87% and no delivered therapy or untreated episodes in device history since implant. An engineering assessment confirmed the device is functioning normally. The error code was triggered due to a benign firm ware anomaly and is not indicative of a product malfunction. The error is self correcting. To date, the system remains implanted and in service without additional complications.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.